Manufacturer narrative:
One picture was received for investigation. No leak was confirmed in the picture attached. No other analysis was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required.

Event description:
It was reported that there was leaking noticed shortly after filling the cassette. Product had to be disposed of. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0101336 is no longer considered reportable, please disregard any MDR reports associated with it.